Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). H10: additional narrative. Zimvie received one (1) bost3285, (3i t3 non-platform switched tapered implant 3.25 x 8.5mm) for evaluation. Visual evaluation was performed, the implant had signs of use with marking from removal. No damage identified or signs of malfunction that would contribute to the event. Measurements match drawing. DHR review was completed for the subject lot number 2019031308. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019031308 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : medical : other. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was inadequate treatment planning. Therefore, based on the available information, a device malfunction did not occur. No damage to the implant was identified. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported that implant at tooth site 36 was too close to the root of adjacent tooth, the surface of the neighboring tooth was slightly affected. Implant was removed and a new one was placed further away from the adjacent tooth. Doctor also indicated edema and pain. There was a delay of 45 minutes in the procedure.